Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was exhibiting increased threshold measurements. An x-ray revealed the lead had dislodged. Therefore, a revision procedure was performed and the lead was repositioned successfully.